Event description:
The user received a discrepant calcium result for one patient sample. The initial result was 11.1 mg/dl, repeat result was 9.6 mg/dl. The sample was tested 10 additional times with results of 9.14, 9.25, 9.24, 9.23, 9.20, 9.20, 9.15, 9.11, 9.12 and 9.10 mg/dl. The patient was not affected as the discrepant result was not reported. The calcium reagent lot number was 61828901. The field service representative determined the cause was assay performance and performed preventive maintenance. To verify the analyzer operation, he ran diagnostic checks, precision testing and qc with good results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.